Event description:
It was reported that the device had undefined loose object inside device. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue undefined loose object inside device was confirmed. ¿ on 06-november-2025, pcu was received unboxed and with paperwork. ¿ internal inspection revealed a loose speaker retainer clip and missing nuts. ¿ root cause: a loose speaker retainer clip, no nuts installed. Bd workmanship. ¿ recommend bd san diego repair center install the speaker retainer with the missing nuts. ¿ failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.